Event description:
It was reported that diagnostic testing resulted in high lead impedance. X-rays were sent to the manufacturer for review. No obvious lead discontinuities were identified. The vns device has been programmed off. The surgeon indicated he is hesitant to perform revision surgery due to the patient's noncompliance and inability to reach a therapeutic level of vns therapy prior to the high lead impedance event. The patient has been referred to another physician for evaluation. Surgery to correct the issue is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.